Event description:
It was reported that the patient experienced pain at the implant side after falling on her left side and breaking her back on (B)(6) 2011. The implantable neurostimulator (ins) was located on the patient's left side, and felt like it "flattened out". The patient turned the ins off due to the pain and was afraid to turn it on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).